Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter kit was not packaged with a usb cable. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she discovered the missing product on the evening of (B)(6) 2013. The patient mentioned she manages her diabetes with oral medication, but denied making any changes to her usual diabetes management regimen due to the issue. The patient reported feeling dizzy 4 or 5 hours after the missing product was discovered; however, the patient denied receiving medical treatment. Replacement product was sent to the patient. There is no indication that the alleged issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.